Manufacturer narrative:
(B)(4). Technical support assisted the user facility with troubleshooting the device via phone. The user was suggested to replace the gui central processing unit (cpu) to resolve the issue.

Event description:
A report was received stating a ventilator experienced an inoperable graphical user interface (gui). There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer service engineer (cse) inspected the device and confirmed the reported "blank screen" event. The cse replaced the graphical user interface (gui) central processing unit (cpu) and upgraded the device's software to the current revision. The device passed all calibrations, short self-test (sst), extended self-test (est) and performance verification testing according to manufacturer specifications.